Manufacturer narrative:
This is a known occurrence. The investigation revealed a design deficiency causing plan edit settings to malfunction under specific circumstances, where the user selects to use a cone beam CT set up filed. In this circumstance, the user is able to acquire the existing gantry angle, and is able to apply that gantry angle to all treatment fields in the plan. There is a warning message that the dose distribution may be altered by the change, but, having passed that message, there is nothing that prevents the user from proceeding to treat with the incorrect gantry angle. The potential risk is having a multiple field imrt plan where the gantry angles for several beams are changed to a common value for a session. This would lead to several fields of one fraction being treated incorrectly possibly exposing critical radiosensitive tissues to unintended radiation. The issue is limited to one treatment fraction because the plan would be unapproved for treatment the second time. No misadministration occurred in this case. However, further actions are addressed in varian¿s CAPA process. In addition, an urgent medical device correction notification will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. The effectiveness of the recall indicates that this center has received a copy of the related urgent medical device correction notification. No additional follow-up to this MDR is expected.

Event description:
It was reported that the customer inquired how the first field after the cbct (cone beam CT) could be acquired and treated incorrectly. During the troubleshooting process (over the phone) it was discovered that the gantry angle had been acquired from the last position of the cbct. The customer is aware now that this can occur after a cbct and informed the therapists not to use acquire all option. This issue was noticed on the second day of treatment when the gantry for the field was not in the intended position. The customer is aware that this is due to use error. No serious injury to the pt was reported and no further pt data was provided.